Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 348 mg/dl. Reportedly, the customer changed the site and delivered a correction bolus. During troubleshooting with tandem's technical support, it was determined that there were air bubbles in the tubing close to the site. The customer was also able to tighten the luer lock connection. Reportedly, the customer's blood glucose level was 205 mg/dl after changing the site and removing the air from the tubing.